Event description:
Pt reported 4 sets of tubing leaked in the past 2 months. Pt had available 1 of the lot numbers - 3724104. No adverse effect reported. Pt able to switch to other tubings she had available in each instance. Reported to (B)(6) by pt/caregiver.